Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported receiving a "replace sensor" message on the same day of the adc freestyle libre sensor insertion. The customer further reported he experienced unspecified symptoms of hypoglycemia, unable to talk/walk, and a loss of consciousness. The customer was unable to self-treat and had contact with a healthcare professional who obtained a reading of 20 mg/dl and diagnosed the customer with hypoglycemia. The customer received unspecified treatment no further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
The customer reported receiving a "replace sensor" message on the same day of the adc freestyle libre sensor insertion. The customer further reported he experienced unspecified symptoms of hypoglycemia, unable to talk/walk, and a loss of consciousness. The customer was unable to self-treat and had contact with a healthcare professional who obtained a reading of 20 mg/dl and diagnosed the customer with hypoglycemia. The customer received unspecified treatment no further information was provided. There was no report of death or permanent impairment associated with this event.